Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle implant on her right side. Patient began experiencing severe pain, discomfort, and inflammation in her right thigh, buttocks, and groin. There is no mention of revision surgery. Patient is a resident of (B)(6). Update: 06/18/2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address pain. Part and lot information was provided. Update 12/17/2015 - pfs and medical records received. The pfs and medical records were reviewed for MDR reportability. The pfs reported weakness, constant pain and the patient unable to walk long distances or stairs. The medical records and revision surgical report noted elevated chromium and cobalt levels, metallosis and synovitis. The chromium and cobalt levels were greater than 7 parts per billion and the stem is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition in what was previous alleged. Ppf alleges metal wear and elevated metal ions. Added lawyer, law firm, patient initials and product details. Doi: (B)(6) 2006 - dor (B)(6) 2013 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.